Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervidescope's light source was not working (no image). The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
B3 = date of event is unknown. Additional information will be provided if available. This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure of "light source was not working" was not confirmed. The additional reportable malfunction of "no image" was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.